Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to pain. The microport shell and liner implanted within the primary surgery were not revised. Srnjr number: (B)(4), side: r, frasa: p2-mild disease not incapacitating.